Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On april 23, 2026, senseonics was made aware of a user's hypoglycemia event. The user reported sensor glucose (sg) values as 62 mg/dl and a confirmatory blood glucose (bg) reading was at 203 mg/dl. The system triggered a low glucose alert as the sg value was below the user-set alert threshold of 65 mg/dl. However, the confirmatory bg reading did not indicate hypoglycemia, and the user was asymptomatic. Based on the sg reading, the user chose to treat the event by eating and did not seek medical attention.